Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: a call service alarm was reproduced at power up and was unable to be recovered after a reboot; complete testing was prohibited as a result. Call service alarms associated with a language file corruption were observed in the alarm history on (B)(6) 2014 and in the black box. There was no battery cap or cartridge cap returned with the pump; a test battery cap and test cartridge cap were used to complete the investigation. The pump cover was removed for further investigation and no intermittent condition was found to the printed circuit board or to the continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).